Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into clinic for an unrelated procedure. During the procedure, the physician noted the right ventricular (rv) lead had insulation damage, was not sensing, and had low pacing impedance. The lead was capped and replaced on (B)(6) 2021. Patient was stable.